Event description:
It was reported that the device reached elective replacement indicator (eri) due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary # (B)(4): the device was not returned for analysis. However, performance data collected from the device was r eceived and analyzed. Analysis of the device memory was performed and no anomalies were found. It was also noted that analysis of the device memory showed the battery indicator signifying that it is time for device replacement.